Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7140638. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 595874. UDI: (B)(4).

Event description:
It was reported that the patient had inadequate pain relief and the spinal cord stimulator (scs) was causing significant anterior column pain despite of optimizing the program. It was also noted that a lead had high impedances. The patient underwent a pocket revision procedure, while one lead was repositioned and another lead was removed. The patient was doing well postoperatively and the explanted device was kept by the medical facility.